Event description:
It was reported that the patient remained in the hospital after implantation. The nursing staff reported sudden drop in flow to 0.0 liters/minute. The cause of the sudden drop was attributed to a thrombus being ingested by the pump. A transesophageal echocardiogram was performed which showed a thrombus formation on the mitral valve. Lysetherapy was started with actilyse and a veno-arterial extracorporeal membrane was implanted. The patient's anticoagulation was in range during the event. The patient passed away on (B)(6) 2022 due to multi-organ failure and systemic sepsis. It was noted that the death was not device or therapy related. It was not known if the thrombus resolved prior to death. The flow was below the low flow range of 2.5 liters/minute during the event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section h6: health effect - clinical code: multiple organ dysfunction syndrome. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. The patient was implanted with heartmate 3 lvas, serial number (B)(6), on (B)(6) 2022. The patient was still in the hospital following implant, and on (B)(6) 2022, the patient¿s controller alarmed for low flow with estimated flow of 0 liters per minute (lpm). A transesophageal echocardiogram was taken that reportedly demonstrated a thrombus formation on the patient¿s mitral valve. It was suspected that thrombus was ingested by the pump to cause the decrease in flow to 0 lpm. Lysetherapy (thrombolytic therapy) was started, and the patient was placed on venoarterial (va) extracorporeal membrane oxygenation (ECMO). The patient¿s family ultimately decided to discontinue therapy, and the patient expired due to multi-organ failure and systemic sepsis. The submitted log files were reviewed. Multiple changes to the pump speed were made ranging from 3000 revolutions per minute (rpm) to 5000 rpm. During some of the speed changes, the set patient speed was decreased below the low speed limit which activated the low speed advisory alarm. The pump operated at the set speed without issue. At 01:32:42 on (B)(6) 2022, estimated flow decreased to 2.4-2.5 lpm. Flow decreased to 0 lpm by 01:40:11 and remained at 0 lpm for the duration of the file. Pulsatility index (pi) was elevated during the initial decrease in flow; however, as flow decreased to remain at 0 lpm, pi decreased. No other notable findings were identified. Although a specific cause for the alarms can not be conclusively determined, the account suspected that thrombus was ingested by the pump. Heartmate 3 lvas, serial number (B)(6), was not explanted for evaluation. The patient outcome was reportedly not considered to be device or therapy related. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists death, sepsis, pump thrombosis, and thromboembolism (including arterial non-central nervous system thromboembolism and venous thromboembolism) as adverse events that may be associated with the use of heartmate 3 lvas. The IFU also lists multiple types of organ failure and dysfunction (right heart failure, respiratory failure, renal dysfunction, and hepatic dysfunction) as adverse events that may be associated with the use of the heartmate 3 lvas. Section 5 ¿surgical procedures¿ warns that patients with mitral or aortic mechanical valves may be at added risk of accumulating thrombi on the valve when supported with left ventricular assist devices. Additionally, section 6 ¿patient care and management¿ lists thromboembolism and infection as potential late postimplant complications that may be associated with the use of heartmate 3 lvas and outlines indications of thrombus as well as how to respond to such events. This section also provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. Section 6 includes information regarding how to prevent and control infection. Section 1 of the IFU provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Additionally, this section (under ¿optimal fixed speed¿) outlines how to determine the optimal fixed speed and low speed limit. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. This document contains several sections with information about how to prevent and control infection. No further information was provided. The manufacturer is closing the file on this event.